Event description:
I rinsed with (B)(6) dry mouth rinse. I had some mild dry mouth due to progesterone in hrt. This product initially felt like it helped but within an half hour, made my tongue and throat swell and dried my mouth out much worse. I had difficulty swallowing. I could not sleep after using this product, and debated whether to seek medical attention. I can breathe ok, so I'm currently waiting for it to wear off. While it's possible that this is an allergic reaction, I'm not allergic to anything else. This doesn't seem as much like an allergic reaction as it is a side effect of whatever this product is trying to do. Quantity: 1 tablespoon(s), frequency: every 4 hours. Dates of use: (B)(6) 2018. Reason for use: dry mouth. Over-the-counter product. The problem stopped after the person reduced the dose or stopped taking or using the product. The problem returned if the person started taking or using the product again.